Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-the gore® dryseal flex introducer sheath instructions for use states under potential adverse events: adverse events that may occur and/or require intervention include, but are not limited vascular trauma.

Event description:
On (B)(6) 2019, the patient was being treated for a descending thoracic aortic aneurysm. It was reported that while attempting to implant the conformable gore® tag® thoracic endoprostheses the physician was having difficulty advancing the device through the gore® dryseal sheath 24fr (lot/serial number being researched). The physician retracted the device and looked under angiography, there was extravasation into the left common iliac artery and the artery had been ruptured with the dryseal sheath. The physician attempted to stent the left common iliac artery and had to convert over to an open repair of the artery. The conformable gore® tag® thoracic endoprostheses was not implanted during this procedure. The thoracic aortic aneurysm was not treated. The ruptured left common iliac artery was repaired and the patient tolerated the procedure. The physician is taking a wait and watch approach on the thoracic aortic aneurysm.